Event description:
The facility representative reported a flogard infusion pump that presented air alarm. It is unknown at which process step that this event occurred. There was no report of patient involvement, injury, medical intervention or adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated on-site. During evaluation of the device, a review of the alarm log and visual inspection was performed. The device underwent functional testing. The reported condition was confirmed in the alarm log. The pump head door assy was replaced to fix the reported condition. The tube misload sensor was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if additional relevant details become available. (B)(4).